Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: air embolism requiring medical intervention. Device issue: balloon rupture. It was reported that powersail balloon catheter was being used to post dilate a stent. As it was inflated the balloon ruptured at 1 atm and air was introduced into the rca. An air embolism was manually removed with an extraction removal device. The patient was put on 100% oxygen overnight and the patient left the cath lab in stable condition. The patient remained in the hospital overnight, however, it was reported that the overnight stay was a normal stay in this case. No additional event or patient information is available.

Manufacturer narrative:
.